Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer of the thymus while using the device. Medical intervention was not specified. A gfe response on (B)(6) 2023 confirmed "because this device (B)(6) was used before the recall from 21st of november 2013 to 4th of august 2016, and was already destroyed by the dme before the recall. So they didn¿t declared it, and they won¿t be able to return it." Therefore the manufacturer is unable to obtain additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer of the thymus while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.